Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.this complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.this complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/22/2017 with the following findings: during visual inspection of the pump, it was observed that there were no lines through the display screen therefore the investigation could not duplicate the initial complaint. The pump powered on to a clear and legible display. The battery cap was not returned with the pump and a test cap was used to complete the investigation.